Manufacturer narrative:
Result of investigation: the root cause of the issue was not able to confirmed. Most likely this was an epc black screen during use case caused by die crack due to mechanical stress caused by particles in the conductive paste. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista screen turned black and the ventilation stopped. The red and flashing leds were on without sound. The issue occurred during patient-use and the device was replaced with another ventilator. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.